Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The reported complaint of the ipg causing pain at the pocket site was not duplicated or confirmed. The device output was monitored for excessive leakage current or spurious signals in a saline solution, while programmed to the patient's latest setting. Leakage current was in the normal range. Additionally, the complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The reason for the erratic coupling is the increased depth of the ipg pocket. Battery profile is within the expected range of depletion rate. Device exhibits normal charging and discharging characteristics.

Manufacturer narrative:
Additional information was received that the patient's ipg depth had increased and charging was difficult for the patient. The physician replaced the ipg and the patient was reportedly doing well following the procedure.